Event description:
It was reported that patient¿s t:slim x2 pump displayed malfunction code and fault message, and no other notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.